Event description:
The customer reported that the button was disconnected during operation. There was no patient present. Upon receipt for investigation the two metal parts by the jaw of the device are bent back and are sharp on the corners.

Manufacturer narrative:
(B)(4). Date of initial report : 04/17/2015. One used lf1537 was received for evaluation and visual inspection found the flange that opens and closes the jaws had fractured. The activation button was attached. The customer reported that the button disconnected. The reported condition was not confirmed. Inspection noted that the device had been subjected to heavy use. The button was securely attached to the back of the handle. The metal flange that pulls the inner tube to open the jaws was broken, but still attached. The two halves were spread so that the sharp edges were exposed. When the handle latch was retracted or released, the jaws would not open or close. The IFU states: caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles. Manufacturing non-conformances could not be reviewed as the lot number is unknown.